Manufacturer narrative:
This report is submitted on august 22, 2023.

Manufacturer narrative:
This report is submitted on may 18, 2023.

Event description:
Per the clinic, the patient experienced a head trauma leading to migration of the device. Subsequently, the device was explanted on (B)(6) 2023 and the patient was re-implanted with a new cochlear device during the same surgery.